Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The dealer states the actuator was bent while in use. Per the documentation on the irs or return fields in oracle is defined as: shaft bent.